Manufacturer narrative:
The customer did not return any materials for investigation. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Unique identifier (UDI)#:na.

Event description:
The customer's wife complained of an issue with the accu-chek softclix lancet device. The customer's wife alleged that the lancet did not retract into the lancet device and extended beyond the cap. She confirmed that the lancet was properly seated in the accu-chek softclix. She confirmed the device was primed by hearing a "click" and seeing the yellow circle in the button that activates the accu-chek softclix. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation.